Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the phenomenon was caused by black foreign matter clogging the nozzle. Component analysis identified the material as silicone rubber and it is possible that fragments from deterioration of silicon rubber became mixed in and caused the clog, however the most probable cause of the malfunction could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogged air-water nozzle clogged due to deposition of foreign object. There was no patient involvement.